Event description:
In 2002, the pt reportedly experienced facial nerve stimulation and poor loudness growth. X-rays were scheduled and an appointment was made for a company representative to visit the center for pt eval. The pt was seen at the implant center by a company representative. X-ray indicated good placement of the electrode array. Programming adjustments were made. The pt exhibited increased facial nerve stimulation and no loudness growth. A month later, the pt was seen at the implant center by a company representative. Results of testing conducted indicated significant spread along the array. The next day, the cochlear implant team planned to schedule a CT scan and to make programming adjustments. The pt continued to be monitored by the center. 19 days earlier the surgeon reviewed the CT scan results. The surgeon noted no unusual findings. However, the surgeon indicated that explant surgery would be considered. 13 days later, the pt was seen at the center by a company representative to perform add'l testing. Results indicated that the device was functioning appropriately. The cochlear implant team and family members decided to schedule device explant surgery. The device was explanted. The pt was reimplanted with another clarion device.